Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the display screen lens was cracked. It could not be confirmed whether or not the reporter could read the pump screen safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2018 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a blank display screen. The pump was opened and the led was found to be cracked. The pump was opened and test display was used; the pump was fully functional with the test display. Unrelated to the original complaint, it was observed that the battery compartment was cracked and the returned battery cap had damaged threads and the cap was unable to secure to the pump. A test battery cap was used and was able to secure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.